Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2016 a patient was undergoing an endovascular aortic procedure with a gore® excluder® aaa endoprosthesis. A pxc141000 component was advanced to the target location and when the deployment line was pulled, the graft did not deploy. A second pxc141000 was utilized to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The engineering analysis stated the device was returned with the leading end of the delivery catheter extending out of an introducer sheath. The deployment knob on the catheter had been pulled. The endoprosthesis was not seen on the catheter. There were many kinks seen on the catheter and the introducer sheath. The introducer sheath was cut open to expose the endoprosthesis. The deployment line had been pulled completely out of the corset sleeve on the endoprosthesis. No parts of the deployment line were found inside the introducer sheath. The endoprosthesis had been deployed inside of the introducer sheath. The endoprosthesis was returned inside the introducer sheath. Based on the findings from the evaluation, the physician¿s observation could not be confirmed.